Manufacturer narrative:
(B)(4). Additional information was received stating that the patient was referred to another hospital for the revision procedure. However, the results are unknown. Therefore, the status of this lead cannot be confirmed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received confirming the initial reported clinical observations were still occurring in addition to elevated threshold measurements. A lead revision procedure was performed and a fracture of the lead due to subclavian crush was confirmed during the procedure. The lead and this device were explanted and replaced without further incident. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was being seen for a follow-up visit and noise was observed on the right ventricular (rv) channel which was oversensed and resulted in six diverted shocks and a lot of non-sustained episodes. A review of the daily measurements noted a low, out of range pacing impedance measurement of less than 200 ohms. Defibrillation therapy was programmed off and the patient was monitored over the weekend. They are planning on procedure for monday, possible lead revision/extraction.